Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with measurement of o2 concentration. The ventilator was investigated by our field service engineer on site and the o2 sensor was determined defective and replaced which solved the issue. According to the provided log files the issue can be confirmed. The o2 sensor have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator had an issue with measurement of o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).